Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient off label in the penis with an unspecified dermal filler. The patient experienced ¿necrosis.¿ patient has a 3cm wide constricting ring of skin at the mid shaft and does not want an excision of the scar and primary anastomosis due to length concerns. The hcp plans to do several rounds of alloderm to generate thickness so the hcp was curious about integration time period and when they would be able to bring the patient back for another round of alloderm. There was also question on whether alloderm is the best product to generate thickness in this area or if artia would be better suited. Symptoms are ongoing.